Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection confirmed that the film was creased. The defective film raw material and the worn film-contact roller have been identified as the root causes. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture.the complaint history file contains further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. However, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was impossible to use the iv3000 because the film got creased when the carrier was removed. The same lot of dressing was used to continue with the treatment. No treatment delay or injury to patient reported due this event.